Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the haptic was misplaced while the lens was being loaded. There was no patient contact. The procedure was completed on the same day. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. A photo was provided showing the lens positioned off center in the lens case. Both haptics are broken at the insertion area and are adhered to the optic. There is a small crack/tear in the optic edge. The lens is covered in viscoelastic. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The account indicated that a non-qualified viscoelastic was used. Based on our observation of the attached photo, the haptics are broken and clinical solution appears to be present on the lens. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The viscoelastic indicated is not qualified for the lens/company combination used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The account indicated the product was not available to evaluate. The manufacturer internal reference number is: (B)(4).